Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer began using fiasp insulin and subsequently experienced blood glucose (bg) levels of 500 mg/dl at the highest. Reportedly, customers friend assisted customer with treating bg level by completing a supply change. Tandem technical support educated customer on insulin labeling with tandem products. Customer acknowledged. The customer attributed the bg level to the fiasp insulin. The customer was instructed to consult with the healthcare provider regarding bg level.